Event description:
As reported the insufflation is too slow to carry the procedure. The issue found during preparation for use. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
New information: e2, e3 (results of diligence provided additional customer contact data).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. An evaluation of the device could not confirm the suggested phenomenon. No cause could be assumed from the information provided for this investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates.

Event description:
Updates on the event reported based on customer response: communication with the customer, the following information conveyed: the intended procedure was a lap chole. The procedure was completed with the same device. Device is not returning , per the customer they have faced the problem at once in the machine at the time of routine inspection. No further information provided.